Event description:
Medtronic received information reporting that a patient had a pipeline vantage stent implanted on (B)(6) 2021 to treat a saccular aneurysm in the left superior cerebellar artery. The aneurysm max diameter was 7.9mm and the neck diameter was 4mm. There were no noted device or intra-operative issues. On (B)(6) 2021, the patient was hospitalized with symptoms of dysarthria and right facial weakness. Diagnostic carotid doppler-1 revealed stenosis of 25% in the left carotid artery. Imaging did not show intracranial bleed. Patient noted to have left partial anterior circulation stroke. There was left paramedian pontine infarct. The patient was discharged on (B)(6) 2021 and was receiving physical therapy. The patient received medication and speech and language therapy. The stroke recovered/resolved on (B)(6) 2026. The event was assessed as possibly related to the procedure, disease under study, an underlying condition/disease, antiplatelet medication, and the pipeline device. Sponsor assessment of the event concluded the event was related to the device, possibly to the procedure, and was not related to antiplatelet medications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.